Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette was damaged. This was noticed before use. The cassette was cracked. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.